Manufacturer narrative:
Date sent to the FDA: 02/12/2020. A manufacturing record evaluation was performed for the finished device vcp423h; pdbdtps0 number, and no non-conformances were identified. Corrected h-3 summary: an empty open box and an open box with thirty-six unopened samples of product code vcp423, lot # pdbdtps0 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the conditions of the sample received, no performance pull off - suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown, action taken when event occurred? New suture was picked from the box, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, device evaluation : it was reported performance pull off - suture needle. An empty open box and an open box with thirty-six unopened samples of product code (B)(4), lot # pdbdtps0 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance detached needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2019 and suture was used. The suture loosed from the needle during the procedure. Additional information was requested. No adverse patient consequences were reported.